Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 has foreign matter. The following informatoin was provided by the initial reporter: material: 302995; batch#: 5149767. Verbatim: rcc received a complaint via phone. Pir attached. Customer called to report that they have experienced issues with the bd product, on ref 302995 lot 5149767, they are seeing some black residue after mixing medication kenalog with lidocaine on some of the syringes, not used on a pt, no pt harm. - sample is available.

Manufacturer narrative:
(B)(4). Follow up for device evaluation a report was received indicating the presence of black residue following the mixing of medication. Two 10ml luer-lok syringes from lot 5149767 were submitted to the quality team for evaluation. Both syringes arrived in unsealed packaging, each containing the appropriate product information and an unidentified pink needle attached. Upon inspection, both syringes exhibited an ink ring within the scale marking area that was thicker than a standard graduation line and partially encircled the barrel. This condition is non-conforming per product specifications and has been attributed to the marking process. A device history record (DHR) review was conducted for material number 302995, lot 5149767. The review confirmed that all visual inspections were performed in accordance with established requirements, and no quality notifications related to the reported condition were identified. The lot was inspected and accepted based on the applicable inspection control plan, approved for shipment, and deemed compliant with product specification requirements. As of this date, no other similar incidents have been reported for this lot.